Manufacturer narrative:
An event of premature separation was reported. Information from the field indicated that a non-abbott sheath was used during the procedure. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible procedural conditions and/or user technique rotation of the delivery cable during advancement led to the device disengaging; however, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer vascular plug ii was chosen for a procedure. The device was device properly prepared per instructions for use (IFU). During procedure, the plug got disconnected while placement. The device as it was deployed and a follow up echocardiogram (echo) was done to make sure the leak was contained. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.